Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument is broken due to fair and tear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. Visual evaluation of the photo evidence provided confirmed the complaint. The end of the handle broke off. Strike end is separated from the rest of the instrument. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.